Event description:
Customer's mother reported that the numbers on the insulin pump began to scroll without input when attempting to deliver a bolus. The blood glucose reading was 300 mg/dl. Nothing further was reported.

Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own noted. Unable to perform the occlusion test or no delivery test due to button/keypad anomaly. Cracked display window corner, battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.